Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the display failure was due to a defective lcd module. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, it's screen became inoperable and turned black. The device was not in use when the fault occurred, therefore, there was no patient involvement.